Event description:
During use of the plasmablade tna device it was identified that the plastic housing of the device tip had melted. No patient impact or injury.

Manufacturer narrative:
Product event #(B)(4) investigation plan: visual inspection functional inspection (if applicable) lhr review complaint device details: device name: plasmablade ps300-002 4pk tna product number: ps300-002 lot number: 0208760694 expiration date: 2017-10-12 quantity returned: 1 testing performed: device packaging inspection: complaint device received in a corrugated (B)(4) small box, in a single biohazard bag. The device was contained within a tna packaging tray that had the label on it. Tna handpiece also returned with adenoid tip. Tyvek lid returned with product shows ps300-002, lot 0208760694, exp. 2017/10 which matches the information in (B)(4). There are no discrepancies between what is listed in (B)(4) and what was returned. No additional documents were included in the return. Device visual inspection: adenoid tip: shows evidence of use (charring, blood splatter) all components appear intact with the exception of the housing, which has evidence of melting at corners. See pics below. Visual signs of melting match the description in (B)(4). Tna handpiece: shows evidence of use (blood splatter) all components appear intact and in place. Buttons have a definitive tactile feel. Functional inspection: functional inspection was not performed as the complaint was confirmed via visual inspection. Lhr review: lhr 0208760694 was reviewed and no discrepancies were found that would indicate the occurrence of this failure mode within the lot. Investigation conclusion: the complaint is confirmed as the adenoid tip housing is melted on the returned device. This complaint has been seen in the past and been addressed through a situation analysis (13-90-0014). A CAPA CAPA (B)(4) is currently open as well to address this issue. The complaint will continue to be monitored through (B)(4). (B)(4).

Event description:
During use of the plasmablade tna device it was identified that the plastic housing of the device tip had melted. No patient impact or injury.

Manufacturer narrative:
Product analysis #700811187 investigation plan: visual inspection functional inspection (if applicable) lhr review complaint device details: device name: plasmablade ps300-002 4pk tna product number: ps300-002 lot number: 0208760694 expiration date: 2017-10-12 quantity returned: 1 testing performed: device packaging inspection: complaint device received in a corrugated (B)(4) small box, in a single biohazard bag. The device was contained within a tna packaging tray that had the label on it. Tna handpiece also returned with adenoid tip. Tyvek lid returned with product shows ps300-002, lot 0208760694, exp. 2017/10 which matches the information in (B)(4). There are no discrepancies between what is listed in (B)(4) and what was returned. No additional documents were included in the return. Device visual inspection: adenoid tip: shows evidence of use (charring, blood splatter) all components appear intact with the exception of the housing, which has evidence of melting at corners. See pics below. Visual signs of melting match the description in (B)(4). See pics below. Tna handpiece: shows evidence of use (blood splatter) all components appear intact and in place. Buttons have a definitive tactile feel. Functional inspection: functional inspection was not performed as the complaint was confirmed via visual inspection. Lhr review: lhr 0208760694 was reviewed and no discrepancies were found that would indicate the occurrence of this failure mode within the lot. Investigation conclusion: the complaint is confirmed as the adenoid tip housing is melted on the returned device. This complaint has been seen in the past and been addressed through a situation analysis (13-90-0014). A CAPA (B)(4) is currently open as well to address this issue. The complaint will continue to be monitored through (B)(4).